Event description:
It was reported by dealer that end user advised the fdx-mcg power chair intermittently stops with a g trac error code or a static lockout code. Spoke with tech who advised there is no such thing as a static lockout code. Tech advised dealer to check g trac wiring and mount and see what end user is doing when get g trac error code. Dealer hung up received information from tech.